Manufacturer narrative:
The device and stent initially performed as anticipated; however, underlying tissue compliance and vessel geometry impacted the ability for the stent to fixate.

Event description:
One 6mm minima stent was used to treat an aortic re-coarctation. After the stent was placed, the physician attempted to improve fixation by post-dilating the stent with the same balloon. When the balloon was deflated, imaging identified that the stent migrated distally through the descending aorta such that it no longer treated the stenosis. A second system was tracked to the lesion and as the balloon was exposed, the outer shaft pulled the first implant further distally in the descending aorta. The second stent resulted in successful stenosis relief and maintained fixation within the vessel. The first implant was post-dilated with an off-the-shelf balloon to prevent further migration. No device was returned for evaluation.